Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the loss of stimulation and reaching the upper limit screen was not determined. The patient did well after the program change and the issue was resolved.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss of therapy. Patient stated they think they needed to increase stimulation and it was at its max and wouldn't go up an further. They also stated they didn't feel like they were excreting all of their urine. Caller stated this started a week prior and also stated in the beginning they felt the sensation that goes along with it and their bladder was doing great until the last 7-10 days, when they began struggling to pee. Patient stated they were currently on program 3 at 4.0v and stimulation was on. They were not feeling stimulation at the time of the call and they were seeing an upper limit reached screen. They were assisted in changing to program 4 at 1.4v and could feel stimulation sensation. No further complications were reported or anticipated.